Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. The lower link screw was found to be out of adjustment. A review of the event history log revealed 'system error 322' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the lower link screw which will require adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.